Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s device was in backup vvi noted via merlin transmission. The device was successfully restored. No patient consequences were reported. Patient was fine and will continue to be monitored.